Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Asku. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2022. The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to refractive surprise with glare and webbing. Sutures performed. It was indicated that the patient¿s daily activities were significantly affected. Iol was replaced with the same model with different diopter power size iol. No other interventions or delay reported. The patient fully recovered. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct. 18, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received with the lens cut in half and a detached haptic. The lens was cleaned and no further issues could be identified. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.